Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which resulted in therapy exhaustion. The patient reported feeling dizzy prior to therapy delivery. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. ICD device returned for analysis without further information why it was explanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which resulted in therapy exhaustion. The patient reported feeling dizzy prior to therapy delivery. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.